Event description:
It was reported that the coating came off. A 200cm v-18 control wire was selected for use in a percutaneous transluminal angioplasty (pta) procedure to treat high-grade proximal anterior stenosis in a straight vessel. The v-18 control wire looked fine after unpacking. During the procedure, the folded v-18 control wire experienced moderate resistance when withdrawn into the non-boston scientific 18 mm guide catheter. The wire coating loosened from the metal core when the kinked tip was withdrawn into the guide catheter. The coating came off up to 5 mm from the tip of the wire. No coating fragments were left inside the patient. The procedure was successfully completed with another v-18 control wire. No patient complications were reported, and the patient was doing well.

Manufacturer narrative:
Device evaluated by manufacturer: a 200cm v-18 control wire was returned for analysis. Visual inspection revealed the returned guidewire had a bent distal tip. The polymer jacket was also found peeled. Microscopic inspection confirmed the bent distal tip and the peeled polymer jacket. Dimensional inspection of the overall length, the outer diameter (od) of the distal tip, the middle section and proximal section were within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the coating came off. A 200cm v-18 control wire was selected for use in a percutaneous transluminal angioplasty (pta) procedure to treat high-grade proximal anterior stenosis in a straight vessel. The v-18 control wire looked fine after unpacking. During the procedure, the folded v-18 control wire experienced moderate resistance when withdrawn into the non-boston scientific 18 mm guide catheter. The wire coating loosened from the metal core when the kinked tip was withdrawn into the guide catheter. The coating came off up to 5 mm from the tip of the wire. No coating fragments were left inside the patient. The procedure was successfully completed with another v-18 control wire. No patient complications were reported, and the patient was doing well.